Event description:
Dealer alleges the end user was driving the scooter down a sloped curb, cut when he fell off the scooter and sustained a bump to his head. He passed away two days later from a pulmonary embolism.

Manufacturer narrative:
H6: device evaluation anticipated but not yet begun. Cannot draw any conclusions at this time.